Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, when powered on, a 980 ventilator generated a safety valve open error message. The ventilator was not in use on a patient at the time of the reported event. The technical support engineer (tse) was unable to troubleshoot the issue with the customer as customer declined. Covidien was not authorized to evaluate the device.